Event description:
It was reported that the user experienced elevated glucose readings after the cgm connection to the ilet was lost, and review of reports and alert history indicated a brief dexcom g7 sensor issue that resolved, after which glucose values corrected. Symptoms included hyperglycemia to 318 mg/dl. Outcomes included no hospitalization, no injury, and resolution after sensor function recovered. Investigation included review of device data and alert history with user education on cgm connectivity. Investigation of this case revealed a transient g7 sensor issue with signal loss to the ilet and subsequent automatic recovery, with no persistent device malfunction identified in the ilet. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent cgm sensor performance and connectivity issue.